Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was not moving, customer has rebooted several times and not working. The fse suspected defective cv rack, replaced cv rack did not resolve the issue. Fse replaced spp power supply and issue is resolved. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm was not moving. The customer rebooted several times without resolve. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed that the stand lost power. The fse reviewed the system log files and identified a possible defective cv rack. Replacement of the cv rack did not resolve the issue. The fse suspected a faulty power supply. The power supply was replaced, and the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.